Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Device interrogation upon receipt indicated that the pump was used to deliver lioresal (2000 mcg/ml at 1,326.1 mcg/day in flex dosing mode). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indication for use was intractable spasticity. The patient's medical history included cp (cerebral palsy). It was reported that the patient came to the emergency room on (B)(6) and reported hearing an alarm from the pump. The physician interrogated the pump and noticed a message stating a motor stall had occurred. The patient reported itchiness and an increase in his spasticity. The physician prescribed oral baclofen, valium and periactin to be taken until the patient could be scheduled for a pump replaced. The physician referred the patient to the surgeon for pump replacement and it was scheduled to take place on (B)(6) 2018 at 7 pm. There were no environmental, external or patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury. Additional information received on (B)(6) 2018 reported the pump was replaced. No further complications were reported.